Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with a diagnostic anomaly noted on the patient's implantable cardioverter defibrillator was found to have exhibited a diagnostic anomaly. No intervention was reported. No patient consequences were noted.